Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to an electrical component failure in the erbe generator. This issue can be resolved by replacing the erbe generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu has no significant scratches or dents. The front bezel is in decent condition. The iesu was placed onto golden system and was run in normal mode. The iesu will be returned to the original equipment manufacturer.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bottom bipolar port of the vio dv erbe generator was not working. The customer checked both bipolar ports and stated that a "check energy cord connection" message appears when connected to the bottom port. The procedure was completed with no reported injury.